Event description:
It was reported that the patient was admitted to the clinic for phantom shocks and possible shocks from their implantable cardioverter defibrillator (ICD). Follow up was conducted to no avail. The device is still in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were only phantom shocks and there was no inappropriate therapy received by the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.